Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. 901327) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), fibromyalgia ("fibroymyalgia"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, fibromyalgia, fatigue and genital haemorrhage outcome was unknown. The reporter considered fatigue, fibromyalgia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Lot number:901327, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in an adult female patient who had essure (batch no. 901327) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic sterilization and thermachoice endometrial performed together". The patient's medical history included c-section. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), fibromyalgia ("fibroymyalgia"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, fibromyalgia, fatigue and genital haemorrhage outcome was unknown. The reporter considered fatigue, fibromyalgia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: essure inserts are appropriately sited with right tip lying approx. 8.7 mm and left approx. 10 mm. Lot number:901327 manufacturing date: 2011-09 expiration date: 2014-09 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received - reporters, date of birth and event essure hysteroscopic sterilization and thermachoice endometrial performed together added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain") in an adult female patient who had essure inserted (lot no. 901327) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure hysteroscopic sterilization and thermachoice endometrial performed together"). The patient had a medical history of depression, lower respiratory tract infection, asthma, psoriasis, iliac fossa pain, low mood, lower respiratory tract infection, anxiety depression, adenomyosis, penicillin allergy, vaginal discharge, postmenopausal bleeding, hemorrhoids thrombosed, pain in hip, uti, lower respiratory tract infection, depression, cervical vertebral fracture, hyperparathyroidism, thrombocytopenia, pelvic pain female, psoriatic arthritis, asthma, lumpy breasts and multiple cesarean sections. Previously administered products included: cetirizine, naproxen, gabapentin, salbutamol, fluoxetine, naproxen, paracetamol and tranexamic acid. Concurrent conditions were listed as asthma, migraine, arthritis, allergy to metals and abdominal pain. Concomitant products included uniphyllin (theophylline), duloxetine, cetirizine [cetirizine hydrochloride], humira (adalimumab), omalizumab and prednisolone. On (B)(6) 2012, the patient had essure inserted. Essure was removed on 03-nov-2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), fibromyalgia ("fibroymyalgia"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding"), device dislocation ("device migration"), bladder injury ("bladder injury"), gastrointestinal disorder ("bowel injury"), urinary tract disorder ("urinary problems"), mental disorder ("psychological issues"), paraesthesia ("paraesthesia"), hypoaesthesia ("numbness"), headache ("headaches"), arthralgia ("arthralgia"), abdominal pain ("abdominal pain"), back pain ("back pain"), indigestion ("indigestion"), abdominal distension ("bloating"), abnormal uterine bleeding ("erratic bleeding"), urinary tract infection ("suspected uti"), flank pain ("right flank pain"), heavy menstrual bleeding ("prolonged period for the last 21 days"), iron deficiency anaemia ("iron deficiency anaemia"), dyspepsia ("dyspepsia") and abdominal pain upper ("epigastric pain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal uterine bleeding, arthralgia, back pain, bladder injury, device dislocation, indigestion, dyspepsia, fatigue, fibromyalgia, flank pain, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, iron deficiency anaemia, mental disorder, paraesthesia, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure administration. The reporter commented: insertion date also reported as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimen: left and right tube macroscopy: a: right tube. Fallopian tube measuring 50mm in length, including fimbrial end . Has a flat, paratubal cyst with a diameter of 11mm. B: left tube. Fallopian tube measuring 52mm in length, including fimbrial end. Features a distal paratubal cyst with a diameter of 7mm. Diagnoses: a : right fallopian tube - benign paratubal cysts. - focal endometriosis. B: left fallopian tube - benign paratubal cysts. [Ultrasound scan] on (B)(6) 2012: essure inserts are appropriately sited with right tip lying approx. 8.7 mm and left approx. 10 mm. Lot number:901327 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: medical record received. Events device migration, bladder, bowel and urinary problems, psychological issues, paranesthesia, numbness, headaches, fatigue and arthralgia, uterine bleeding, abdominal pain, low back pain, constant indigestion, bloating, prolonged period, flank pain, anemia , dyspepsia & epigastric pain were added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. 901327) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), fibromyalgia ("fibroymyalgia"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, fibromyalgia, fatigue and genital haemorrhage outcome was unknown. The reporter considered fatigue, fibromyalgia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-mar-2021: events added: allergy symptoms, fibromyalgia, fatigue, heavy/abnormal bleeding. Essure was removed, case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.